Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to this event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2008 - patient had a ventral incisional hernia repair performed. A large composix kugel patch was implanted during this procedure. In 2009 - patient began suffering extreme abdominal pains which forced her to present to the hospital. CT scan revealed a strangulated recurrent hernia and it was decided she would undergo surgery to repair that hernia. Patient was taken into surgery for repair of the strangulated recurrent hernia. During the surgery, it was found that "the small bowel that was present in the hernia sac was adherent to the mesh side of the composix kugel patch. It was also noted that the "ring had fractured, and the lower portion of the composix kugel patch had inverted, allowing small bowel and colon to become adherent to the mesh site." Small bowel was detached from the underside of the memory recoil ring, the entire composix kugel patch removed, adhesions taken down and the hernia repaired with another type of mesh. The defective composix kugel patch was removed at that time because of its failure. After eight days of hospitalization, patient was discharged to her home to continue her recovery.